Event description:
(B)(4). In the 3 years I have had essure, I bloat so much I have gotten new stretch marks on my stomach. I have spotting continuous especially if I try and run or even jump. In (B)(6) 2016 I started feeling nauseous continuously. Have had many bladder infection, kidney infections, my lymph nodes are constantly inflamed. I watch kids and it got so bad if I picked the (B)(6) up, I would start spotting within the hour then swell up and start getting nauseous and had to lay down the rest of the day to keep from getting sick. I have extreme cramps and backaches to the point I would get sick and would have to lay on the floor. In (B)(6) 2016 I had multiple cysts on my ovaries, trapped blood in my uterus and severe precancer on my cervix.